Event description:
The catheter was placed 2005. The catheter was secured with tegaderm and steri-strips. On 01/04/2006, the clinician removed the dressing and found tape adhering to the catheter. The clinician pulled on the tape and the catheter snapped. The clinician was able to remove the catheter from the patient by hand.